Event description:
It was reported that on (B)(6) 2024 , during a selenia dimensions procedure, the customer reported that the system performed an uncommanded c-arm rotation during a female procedure. C-arm rotated to the inverted position however the tech was able to free the patient with the manual compression release and no injury occurred. A field engineer examined the equipment and found that one of the c-arm switches was damaged causing an unintended switch press leading to rotation. Switches were replaced and the system met the manufacturers specifications. No patient or staff injury reported. No other information available.